Manufacturer narrative:
H11: a physical sample was unavailable for analysis and photos were not provided for review. Therefore, the reported failure could not be confirmed, and a root cause could not be identified. A review of the device history record (DHR) was completed. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. The complaint was entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacture date), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the black seal (self-sealing valve) leaks/sprays while removing the needle from the catheter. No patient harm was reported.

Event description:
It was reported that the black seal (self-sealing valve) leaks/sprays while removing the needle from the catheter. No patient harm was reported.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos have not been provided for review. The device has not been returned. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.